Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017. Upon review, the implantable cardioverter defibrillator had reverted to backup operation due to event queue overflow on (B)(6) 2017. After a device software download, normal device function was restored.